Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient's fecal incontinence had suddenly gotten worse starting 3 weeks ago, and that they had zero control. Patient had access to their patient programmer and was able to sync showing the stimulation was on however patient was not able to change programs as they didn't have any other programs available. Patient mentioned that they had the patient programmer replaced a couple of years ago and couldn't remember if they had programming added. Patient was advised to contact their healthcare professional (hcp) about programming. No further complications reported. [Date is estimated event date].